Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced respiratory infection, fever and respiratory distress. Patient received aerosol therapy, intravenous fluid, and was being fed by both orally and through peg tube. The patient was treated with antibiotics levofloxacin and clindamycin. On (B)(6) 2017, the patient died. The cause of death was reported as respiratory infection. It is unknown if the patient had procedure related aspiration.